Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with implantable neurostimulator (ins) for non- malignant pain. It was reported the rep was at a replacement case. The impedances were all within range when checked on prior ins before implant. They ran impedances with the newly implanted ins during the case and got a red x on the check connectivity screen for electrodes 7 and 15. The rep ran full impedances and then with ref 0 it showed 4 and 10 were >40000 ohms 7 and 15 were 900 ohms. The healthcare provider (hcp) decided to close and try to program the system as is. The patient was in post-op at the time of the call. The rep read from the report the following information about impedances: ref 7 4 40000ohms 10 40000 everything else 700-1000ohms with ref 4 and 10 all values were 40000ohms. The rep would attempt to program the patient. No further complications were reported/anticipated. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the reason the patient¿s battery was being replaced was unknown to them. They stated that during the procedure, multiple attempts were made at removing and reinserting the lead into the ins and wiping contacts, in order to try and resolve the impedance issue. However, the impedance issue remained unresolved. No further complications were reported or anticipated.